Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported via social media that following bilateral intraocular lens (iol) implant procedures, he/she has experienced light sensitivity, has had to wear sunglass inside for almost 8 weeks, and is worse in fluorescent lighting. The consumer had dry eyes which has worsened since surgery. The doctor had to put plugs in the tear duct and the consumer is having to constantly use artificial tears, which blur the vision. The eye sight continues to be blurry with double vision. The doctor also informed the consumer that he/she had blepharitis and was given medication that seems to help but has to be used every day along with warm compresses and a cleansing routine or the blurry vision worsens. The consumer also mentions "halos" around headlights, spider webs and he/she cannot drive at night anymore. There are two medical device reports associated with this consumer report. This report is for the right eye.